Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a very loud noise from the piston. Customer¿s blood glucose was 14.3 mmol/l at the time of incident. Customer stated that self test was performed and the insulin pump alarmed pump error. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No noise anomaly during prime, bolus or rewind noted. The motor was tested outside of device and passed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert noted during testing or in the insulin pump trace download. Pump error alarm (variable 3) confirmed in the insulin pump history due to broken traces on keypad assembly. Unit was received with corroded battery tube, minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.